Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited an unspecified malfunction. The lead was not installed and a new lead was implanted. No patient symptoms were reported. No further information could be obtained at this time.

Manufacturer narrative:
(B)(4).